Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the splintered, but the indention in the bar appears to be from use. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an external fixation, two (2) jet-x 250mm bar's carbon fiber had splintered, and tore the glove of one of the surgeon making the adjustment. It is mentioned that this splinter could have stabbed anyone needed to access this part of the construct, including the patient, resident or attending surgeon, but no one was harmed as consequence of this problem. Fixation was resumed, after a non-significant delay, with a back-up device.